Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. - slight oozing still noted at impella site with transfers.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Data logs were returned for analysis. Low or blocked pump flow: data log analysis confirmed low flows at the beginning of the case, which coincided with impella in aorta alarms. Impella position unknown and suction alarms were seen towards the end of the case. Impella flow reduced alarm was also triggered, which resolved with the impella in aorta alarm. Clinical details mention that ¿impella flow reduced¿ alarms were shortly seen after initiation of support, along with "impella in aorta" alarm. The root cause of the low pump flow was most likely user related owing to wrong position of the pump. Device in wrong position: data log analysis confirmed impella in aorta alarms. Clinical details mention that the pump was advanced in small increments under fluoroscopy till it was brought to the proper position after the alarms triggered. The peel-away sheath was not removed till that point, after which the sheath was replaced with a repo sheath, sterile sleeve was attached and the tb valve was locked. The root cause of the device being in the wrong position was most likely user related as the wrong position was confirmed under fluoroscopy, and the sheath was not locked in place prior to the positioning alarms. Access site adverse event: clinical details mention that slight oozing was noted at the impella site when the patient was transferred to the bed and later to another hospital, with activated clotting time being above 180 at 247. The root cause of the access site bleeding was user-related as the act was above the recommended range during transfer of the patient.